Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an unusual remote episode. The device recorded the event as either atrial tachycardia or atrial fibrillation. Far field r wave oversensing was suspected but could not be confirmed due to the increased gain on the atrial channel. No intervention was performed. The patient was stable and will be followed remotely.